Event description:
It was reported that the patient presented in the emergency room experiencing light-headedness. Upon interrogation, the patient's right ventricular (rv) lead exhibited high impedance measurements. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
It was reported that the patient presented to the emergency department with complaints of light-headedness. Upon interrogation, the patient's right ventricular (rv) lead exhibited high impedance measurements. The physician assessed that the patient¿s light-headedness was not directly related to the high-impedance finding. The rv lead was subsequently capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Correction - section b5 and h6: physician do not believe it was directly related to the high impedance finding.